Manufacturer narrative:
(B)(4). Concomitant medical products: rhk articular surface, catalog #: 00588004017, lot #: 63843263. Rhk femoral hinge knee: catalog #: 00588009014, lot #: 63826218. Cement shield hinge service kit, catalog #: 00585007514, lot #: 63273072. Report source: foreign: event occurred in (B)(6). Device evaluated by MFR: customer has indicated product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05587, 0001822565-2018-06730. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent total knee arthroplasty. Subsequently, patient was revised due to loosening of the axle bearing.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.